Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter safety mechanism in the did not work properly. The following information was provided by the initial reporter: yesterday one of the anesthesia physicians, when he was doing IV cannulation got pricked because the safety mechanism in the needle did not work properly (the needle perforate the shield) causing a needle stick injury, it¿s the first incident.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issues of needle through shield and needle stick injury were confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2055912.

Manufacturer narrative:
Correction: mdrf annex a grid: a0510.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter safety mechanism in the did not work properly. The following information was provided by the initial reporter: yesterday one of the anesthesia physicians, when he was doing IV cannulation got pricked because the safety mechanism in the needle did not work properly (the needle perforate the shield) causing a needle stick injury, it¿s the first incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter safety mechanism in the did not work properly. The following information was provided by the initial reporter: yesterday one of the anesthesia physicians, when he was doing IV cannulation got pricked because the safety mechanism in the needle did not work properly (the needle perforate the shield) causing a needle stick injury, it¿s the first incident.